Event description:
Device 5 of 5. Reference MFR. Report#: 1627487-2019-00086, 1627487-2019-00088, 1627487-2019-00090, 1627487-2019-00091. It was reported that the patient underwent surgical intervention on (B)(6) 2018 wherein the patient¿s ipg was explanted and replaced and the patient¿s quattrode leads were removed as well. Follow-up information later discovered that the patient¿s ipg was explanted and replaced due to the ipg being inoperable. The patient had 2 quattrode leads and the adapter removed. The patient had the leads removed due to discomfort. The patient had the other 2 quattrode leads removed at some unknown time. It is unknown which of the two quattrode leads were explanted; thus, all 4 are being reported on. Therapy has been restored postoperatively.